Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. A review of the device logs revealed one instance of iipv (increased intra-peritoneal volume). The cause for the iipv found in the logs was determined to be insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume percentage setting too low (65%). The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The device met specifications. A label review was performed, and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) log. On (B)(6) 2010, the drain volume was 4047ml during cycle 2.